Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad). It was reported that when the patient was ready to be mobilized post-implant, they suffered an ischemic cerebrovascular accident (cva). It was reported that the patient's pump power was increased and the pulsatility index (pi) was decreased. The patient was administered tissue plasminogen activator (tpa) thrombolytic therapy. After the tpa was administered, the patient experienced bleeding from an unspecified source and expired (B)(6) 2015. The reported cause of death was the bleeding after thrombolytic therapy. No additional information was received.

Manufacturer narrative:
Approximate age of device: 27 days. The incident occurred at (B)(6). No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The product was not returned for investigation and the patient¿s system controller log files were not submitted. An outcome was received that stated that the patient expired on (B)(6) 2015 due to ¿bleeding after thrombolytic therapy¿. A correlation between the device and the reported event could not be conclusively determined. The reported pump power increase and pi decrease could not be confirmed. The instructions for use lists bleeding and stroke as potential adverse events that may be associated with the use of the heartmate ii lvas. The device history records were reviewed and showed no deviation from the manufacturing and quality assurance specifications. The manufacturer is closing the file on this event.